Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. The apex 30mm x 2.75mm balloon was advanced to the lesion for predilation. The balloon was inflated one time at 6atm and ruptured. The procedure was completed with another manufacturer's balloon. No pt injuries or complications were reported. The pt's status is reported as "no problem".